Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was fine tuning adm cup with the appropriate impactor and the polyethylene impactor broke."